Event description:
During the quality inspection of a returned loaner set from austria, we have detected, that a class ii titanium implant bone screw has the wrong article number and lot number laser marked on it. The label states that it is the article number 37352-38-n with lot no. 679/022244, which complies with the article itself, but the laser marking shows the article number 37352-36-n with lot no. 679/022241. The discrepancy in laser marking of this bone screw could be limited to one single batch.

Manufacturer narrative:
During the quality inspection of a returned loaner set from austria, we have detected, that a class ii titanium implant bone screw has the wrong article number and lot number laser marked on it. The label states that it is the article number 37352-38-n with lot no. 679/022244, which complies with the article itself, but the laser marking shows the article number 37352-36-n with lot no. 679/022241. The discrepancy in laser marking of this bone screw could be limited to one single batch. The label indicates the correct article number 37352-38-n and lot number 679/022244 and the actual product complies with these information. So, when re-filling the article in the screw module of the tray, the length gets verified on the appropriate scale and inserted in the correct spot for a 38mm screw. During surgery the or staff and surgeons select the implant according to the length, which gets verified again prior implantation on the scale.